Event description:
The pt has a four-year history of two episodes of CABG, the placement of a total of eight stents, (6 cypher stents, 1 bx velocity stent, and 1 nir elite stent), and several events of coronary stent reocclusion, in-stent restenosis, and coronary artery stenosis treated with brachytherapy, cutting balloon, poba, and stent placement.